Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone all that the insulin pump had multiple error alarms. Customer stated that the customer was playing volleyball with the insulin pump on and it started alarming. Customer's blood glucose readings were noted to be low 200 mg/dl range. It was noted that every time he cleared the alarm the insulin pump restarted. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected off no power without low battery. The insulin pump passed self-test and unexpected restart error alarm test. No unexpected restart alarm. No alarms anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners and broken reservoir tube lip.